Event description:
It was reported that the patient was recharging more frequently and the device was not holding a charge. Two months later an end-of- service/end-of-life message was reported. The patient wanted the device explanted. It was noted that the doctor's office and manufacturer representative felt the patient was getting good therapy for the first year and a half, and only recently had the patient complained of recharging. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 377745, lot#, implanted: 2010 (B)(6), explanted: unknown. Lead: model 377745, lot#, implanted: 2010 (B)(6), explanted: unknown. Programmer: model 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4).

Event description:
Additional information received reported that patient had been non-compliant for several months and not charging her device. The patient was brought into the pain clinic for a physician mode recharge (pmr) and still did not keep her battery charged. The patient had been asking for the device to be removed because she no longer wanted it. After education, the patient remained non-compliant. It was believed that the patient will have the device explanted sometime in the next month.